Event description:
A malfunction was reported with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump, and the issue did not recur, allowing them to continue using the pump.